Manufacturer narrative:
The device is not expected to be returned for evaluation and review. This complaint of burn from device is unable to be verified and a root cause cannot be determined. No further information was received from the distributor; though they have reported that they contacted the user facility with no response being received. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. These devices fail the inspection herein. Safety: inspect and test each device before use. Inspection: these devices should be inspected before each use. Visually examine the devices for obvious physical damage including: cracked, broken or otherwise distorted plastic parts. Broken or significantly bent connector contacts. Damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration. Verify that the electrode is fully and securely seated in the handpiece before use.

Manufacturer narrative:
It has been reported that the device will not be returned for evaluation; however, further assessment information has been requested. In an attempt to the give the distributor sufficient time to collect data from their customer this initial report is being filed. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that (B)(4) device was being used during an unknown procedure type on an unknown date when the doctor burned his hand. Further assessment information has been requested. To date, no further information has been received. The customer has reported no injury being received. This report is being raised on the basis of injury due to unknown degree of burn.